Manufacturer narrative:
The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer. .a review of the device history record for sn (B)(4) was performed from date of manufacture 21sep2016 to the present date 06nov2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the main board needs to be replaced. There was no patient involvement.